Event description:
Clinic director reported that the tip of one flexible curette 9 mm (vacuum aspiration catheter) broke in the pt. The broken tip subsequently has been removed from the pt. No reported pt injury, impairment or damage.